Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.pump passed the displacement test and self-test. Test with a test p-cap and test p-cap properly locks into reservoir. No pump error 4 or 53 alarms during testing. Successfully downloaded pump history files/traces using thus. Pump error 53 found in history on 24-mar-2022 at 14:05:33.000 (esf#: esf2022281, file num= 26, line num = 3540), and pump error 4 found in history on 24-mar-2022 at 14:05:31.000 (file num= 2727, line num = 32122). The following were noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay.pump error 4 and pump error 53 confirmed due to software anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer was able to successfully clear the alarm and rewind insulin pump. Customer stated that the insulin pump was passed in self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.